Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the surgeon was taking the last pedicle with the device when the jaw broke off in the patient. The broken jaw part was retrieved from the patient. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the upper jaw detached and returned. The device was tested with a generator and the device performed as required during testing; although all testing could not be completed due to the detached top jaw. As reported in the event description it is likely that the damage to the jaw was caused by not allowing thick and fibrous tissues to denature prior to I-blade advancement or attempting to cut through thick dense tissue.